Manufacturer narrative:
A ge representative has not yet evaluated the system.

Event description:
The customer reported the system displayed an "over frequency" error message. No pt injury was reported.